Event description:
Healthcare professional reported rupture. Later, healthcare professional reported capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade iii. Device was explanted. This record is for the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.